Event description:
It was reported that the patient was experiencing an increase in seizures. The vns generator battery was at an intensified follow-up indicator, or ifi, condition. The patient was referred for vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent vns generator replacement surgery. It was marked on the implant card received by the manufacturer that the reason for replacement was prophylactic. During attempts at product return, it was revealed that the explanted generator was discarded.